Event description:
It was reported the colonovideoscope exhibited loss of image transmission to the monitor, resulting in the monitor display turning off. The event occurred during diagnostic procedure while the patient was under sedation. The event was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.